Event description:
The customer reported via phone call that she had a high blood glucose of 431 mg/dl. Customer's current blood glucose was 372 mg/dl. Customer had not treated yet. Customer stated that the drive support cap was loose. Customer stated that she pressed the drive support cap and felt it go in. Customer declined troubleshooting for high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.